Manufacturer narrative:
Evaluation summary based on the investigation, a potential root cause of this failure is hydrolysis of the resin within the ift, flexibility of ift was lost due to long-term use (used for 9years). A definitive root cause of the reported issue could not be identified. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 29-jul-2014 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 01-aug-2014. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
The user must stop the examination because the ift was too hard and he could not navigate the scope. The examination could be finished with a replacement device. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.